Manufacturer narrative:
A ge oec service representative investigated the issue and re-loaded the software to restore function. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. Facility is an animal clinic with no human patients. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9600 fluoroscopy system displayed error code 100 after making an exposure. A system reboot restored function.